Event description:
On 9/17/96 the entire device was removed from the pt and replaced, reason no indicated. Add'l info received on 10/14/96 indicates the original implant was done in 8/96. The reason for the revision was fluid loss--three pin holes were seen in one of the cylinders.